Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the mega suturecut needle driver instrument was not rotating. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the one grip cable was derailed from the distal idler pulley. The yaw motion was non-intuitive as a result. An additional observation not reported by site was that one grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.